Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical biomedical technician returned a phacoemulsification handpiece because it overheats. The customer indicated there was no patient impact. Additional information has been requested. This is one of three reports being filed for this issue.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident). (B)(4).

Event description:
Additional information was received indicating the customer returned the phaco handpiece for an unspecified issue; not for overheating as originally reported.